Manufacturer narrative:
Based on the current information provided, a physician from the site indicated that the embolic stroke is a rare complication of left upper lobectomy procedures and is unrelated to da vinci. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The instrument logs were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the sureform 45 stapler instrument (part #480545; lot #l90211103-0128) was fired 9 times, without any issue. There are no errors seen in the logs. The logs for the vessel sealer extend (vse) instrument used in the procedure were also reviewed and there were no relevant errors seen. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted left pulmonary lobectomy procedure, the patient suffered an embolic stroke. If is unknown what medical intervention, if any, was administered due to the complication. Although a physician from the site indicated that embolic strokes are a rare complication of left upper lobectomy, the cause of the post-operative complication is unknown. There is no allegation of system, instrument or accessory malfunction during the procedure.

Event description:
It was reported that after completion of a da vinci-assisted left pulmonary lobectomy procedure, the patient experienced a cerebral infarction. The surgery was reportedly completed without any problems. According to a physician from the site, a cerebral infarction is a rare complication of left lobectomy procedures and in this case, it was not related to da vinci. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there was no malfunction of an isi system, instrument or accessory during the procedure. The surgeon was unable to provide the time frame the embolic stroke occurred after the robotic surgery was performed. The surgeon also did not provide a cause of the embolic stroke or information regarding what medical intervention (if any) was administered due to the complication.